Event description:
It was reported by the surgeon that the pt requires a revision procedure due to a peri-prosthetic fracture. Historically, the pt has been through a number of procedures. The primary procedure to implant a distal femur implant was on (B)(6) 1980. Subsequently, the pt was revised on (B)(6) 2002 due to a fracture of the implant (most likely due to the length of implantation - 22 years). A further revision on (B)(6) 2005 for loosening and a rebushing procedure on (B)(6) 2012.

Manufacturer narrative:
The patient underwent successful revision surgery resulting in the implantation of a proximal femur cement over. The need for a new implant is attributable to a bone fracture. The reported bone fracture could be as a result of patient factors such as trauma, obesity, activity levels, disease progression or skeletal maturity and/or surgical factors or preferences and not necessarily related to the device itself. This complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient requires a revision procedure due to a peri-prosthetic fracture. Historically, the patient has been through a number of procedures. The primary procedure to implant a distal femur implant was on (B)(6) 1980. Subsequently, the patient was revised on (B)(6) 2002 due to a fracture of the implant (most likely due to length of implantation - 22 years), a further revision on (B)(6) 2005 for loosening and a rebushing procedure on (B)(6) 2012. This is a supplemental report to 3004105610-2014-00142 ((B)(4)).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The surgeon confirmed that the pt's bone quality is poor and combined with the number of procedures the pt has undergone has most likely contributed to the fracture of the bone. There was no alleged failure of the device. Please note that this custom implant is similar to the mets modular distal femur (k121029).